Manufacturer narrative:
No product was returned for inspection. The returned photographs reveal that the sticker at the top of the vial cap (3.7mm x 11.5mm) does not match the outer packaging, or the label around the vial (3.7mm x 10mm). A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no other complaints with a similar event initiated against this lot number. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16. Product packaging all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. Probable causes for this complaint are likely related to manufacturing error. As such, a CAPA was initiated to address this problem, as a similar deficiency was reported. Based on this, the complaint is considered confirmed as it requires a corrective action. UDI number: (B)(4).

Manufacturer narrative:
Some photographs were received for documenting the event. Additional 510k codes: k011028, k013227. Device has not been returned to manufacture. Product not returned to manufacturer.

Event description:
It was reported that the package the "top sticker" of the dental implant (tsvb10) showed another size 3.7 x 11 mm. The other two labels showed the tsvb10. The doctor had another tsvb10 in stock to use.